Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms indicating cardiac output was low enough to cause a permanent time-out and the lcd screen regulator not functioning within specification. Visual inspection of external components found damage to the display and fan covers. Visual inspection of internal components found no abnormalities. Freedom driver passed all sections of functional testing at incoming inspection. An additional 48-hour observation run was performed with no alarms produced and no abnormalities observed. The customer complaint could not be replicated. Failure investigation for this complaint could confirmed the reported issue. The patient's data file corroborated the customer reported complaint as out of specification cardiac output would cause an alarm and an out of range regulator would cause a display error on the lcd screen. The specific customer complaint could not be replicated; root cause of the alarm and asterisks on the display could not be determined. Failure investigation identified no test failures or damage that could have contributed to the customer complaint. Damage found to the display and fan covers is cosmetic due to normal wear and tear. Freedom driver functioned as designed. Patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the the freedom driver had a red alarm, and the display showed asterisks only. The driver was switched out for a back-up driver.

Event description:
The customer, a syncardia authorized distributor, reported that the the freedom driver had a red alarm, and the display showed asterisks only. The driver was switched out for a back-up driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.